Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown), bupivacaine, and dilaudid (hydromorphone) via an implantable pump for post spinal cord injury and spinal pain. It was reported that the patient was in the intensive care unit (ICU) and needed an magnetic resonance imaging (MRI).they stated they had been waiting 3 days because the doctors had not been able to get in touch with anyone from medtronic to come out and make sure the pump was functioning properly after the MRI. Agent provided national answering service (nas) phone number and redirected to healthcare provider.